Event description:
It was reported that there was an issue with the air detector seals. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 29-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and degraded. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and there are no errors related to the customer complaint. Functional testing found no other issue with the device. The dso seal was replaced and the issue was resolved.